Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: ((B)(4). Depuy mitek has been informed that the lot number of the device was unknown. Device left in patient.

Event description:
The affiliate reported via email suture broke. The procedure was completed with same like product with 2 minute delay. Additional information received via email from the affiliate on (B)(6) 2017. The surgeon kept the anchors implanted after the suture broke. The issue was detected while tensioning. There was a resulting surgical delay of 2 min. The procedure was able to be completed. The original bone hole was used to complete the procedure. A second bone hole was not made for the second anchor. No info if alternatives were readily available. No patient impact.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned as it remained in the patient, therefore unavailable for a physical evaluation. No lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy mitek has been informed that the lot number of the device was unknown. Device left in patient.

Event description:
The affiliate reported via email suture broke. The procedure was completed with same like product with 2 minute delay. Additional information received via email from the affiliate on 11-16-17. The surgeon kept the anchors implanted after the suture broke. The issue was detected while tensioning. There was a resulting surgical delay of 2 min. The procedure was able to be completed. The original bone hole was used to complete the procedure. A second bone hole was not made for the second anchor. No info if alternatives were readily available. No patient impact. Additional information received via email from the affiliate on 12-17-17. The doctor told me that he used the original drillhole. That works, I saw it in the history, but at this procedure I was not present and can only tell, what the doctor told.